Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016, 08:00. The patient denied taking any medications to manage her manage her diabetes and reported that immediately before the alleged product issue began the she was experiencing the symptom of dizzy. The patient stated that on (B)(6) 2016, 08:00 she self-treated by drinking 2 glasses of fruit juice. At 13:30 the patient stated that she attended her doctor's surgery and obtained a blood glucose result of 7.0mmol/l on his onetouch select plus meter. No medical intervention was received. At the time of troubleshooting, the cca noted that this was not the first time the meter was being used. The product issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.